Manufacturer narrative:
Calibration and qc were acceptable. The customer has not provided any additional information for the investigation. The results provided suggest a mis-sampling issue at the customer site. This is mainly caused by poor sample quality. The investigation determined the event was consistent with a pre-analytical handling issue.

Event description:
The initial reporter questioned the results for 3 patient samples tested for ise indirect na, k, ci for gen.2 on a cobas 8000 cobas ise module. Of the data provided, the na and cl results for 2 patient samples were discrepant. Patient 2 initial na result was 122.1 mmol/l. The repeat results were 136.6 mmol/l and 137.3 mmol/l. Patient 2 initial cl result was 82.8 mmol/l. The repeat results were 98.8 mmol/l and 99.2 mmol/l. Patient 3 initial na result was 137.8 mmol/l. The repeat results were 144.6 mmol/l and 145.3 mmol/l. No questionable results were reported outside of the laboratory. The na and cl electrode lot numbers with expiration dates were not provided.

Manufacturer narrative:
Ise check results were acceptable. Calibration was acceptable. Internal washing of the sample probe and air purges were completed as maintenance actions. The investigation is ongoing.